Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that needle eclipse 25x1 rb needle was loose and there was a safety mechanism failure. The following information was provided by the initial reporter: material no. 305761 batch no. Unknown it was reported that while drawing up the safety mechanism popped off. Also one needle was loose and another was bent. Verbatim: it was reported via phone call "bd eclipse needle unknown material number. While nurse was drawing up, the safety mechanism popped off. One other needle was loose and one other one was bent."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle eclipse 25x1 rb needle was loose and there was a safety mechanism failure. The following information was provided by the initial reporter: material no. 305761, batch no. Unknown. It was reported that while drawing up the safety mechanism popped off. Also one needle was loose and another was bent. Verbatim: it was reported via phone call "bd eclipse needle unknown material number. While nurse was drawing up, the safety mechanism popped off. One other needle was loose and one other one was bent."